Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, non-reportable phenomena such as a corroded top cover, corroded front panel, a worn video connector latch causing a poor connection with the pigtail was identified, outdated software, and a corroded pip connector were identified. The reported event was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.

Event description:
Additional information obtained revealed the unit was replaced with a cv-190.

Event description:
It was reported the video system center had scope detection problems. It did not recognize the scopes, and said they were not compatible. The issue occurred during preparation for use for an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.